Event description:
In 2001, hospital called cytyc's technical svc dept asking the amount of methanol in cytolyt solution, as a pt drank a cup (30cc) of cytolyt. Technical svc advised that cytolyt contained 20% methanol. The pt had been in the hosp for a bronchoscopy and was to have another procedure, and in error, drank the cytolyt. The pt is currently being treated in ICU. Customer did have an msds for cytolyt and had given it to the dr treating the pt in ICU. The customer did not have an update of the pt's condition. The next day, technical svc called the customer but she did not have much info, as the drs were very busy. The customer did state they had pumped the pt's stomach and were monitoring the pt today. The next day, the customer called technical svc and indicated there were no traces of methanol found from the blood test on the pt.